Event description:
Right sided approach. Placement of the main body graft successful. Attempt to cannulate the contralateral side several times was unsuccessful. After placing the main body graft and ipsilateral iliac leg, attempted to cannulate the contralateral side over the bifurcation. Unsuccessful. Attempted to snare the wire guide on the contralateral side, unsuccessful. Physician decided to place an iliac convertor through the ipsilateral side and successfully deployed. Ballooned neck, converter and iliac leg. Angiogram showed no leak in the main body, but noticed a leak at the converter, going down the contralateral limb. Ballooned again, noticed a slight leak. On the contralateral side placed the occluder successfully. Angiogram performed after ballooning the converter again, noticed a flow still down the contralateral leg. Patient's act was 298. Physician ended the procedure, felt that at a normal range of act the leak would dissolve. Procedure deemed a successful conversion to an aortouni-iliac procedure.